Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(6) 2015. As reported information: ¿picture displayed on screen is too bright to treat properly.¿ information extracted from service report: issue reported: ¿picture displayed on screen is too bright to treat properly¿ issue was diagnosed with the nurse by phone conversation, the monitor screen settings were verified as well as the light cable and the optical integrity. Upon review of this information it was determined that the camera video insert was the cause of the issues noted. A new camera insert will be shipped and installed by the customer. Probable root cause: based on the field service report results the root cause was determined to be: camera video insert.

Event description:
It was reported that during bph surgical procedure the "during vaporization, at the beginning of the procedure the display monitoring screen was very bright and unusable" "insert camera filter" - physician was unable to resolve the issue that occurred. The procedure was completed with an alternative procedure (mono-polar resection) without incident. Patient outcome no injury reported.

Manufacturer narrative:
Service repair/system analysis was performed on (B)(6) 2015. The replaced camera video insert was not returned to the manufacturer.